Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was noted to be dull during surgery. An alternate knife from the same lot number was obtained in order to continue the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The blade was not seated properly inside of the blister. Evaluation of the returned blade revealed a damaged cutting edge and damaged tip. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. The lot complaint history was reviewed which revealed this to be the eighth complaint for the reported lot number and the eighth for the reported event. All complaints were from the same facility. Some potential causes are improper handling, contact with the blade protective tray or contact with another instrument on the instrument tray during procedure setup. Because the sample was not seated correctly inside of the product tray during return shipment and the device history record review of the provided lot number indicated that the product was released according to the manufacturer's acceptance criteria, the root cause for the reported complaint cannot be determined. The manufacturer internal reference number is: (B)(4).